Event description:
Pt arrived at facility with no complaints. Bp 161/90, hr 83 and temp 96.8. Dialysis treatment initiated without incident. 4:19 pm: treatment stable prior to event. One hr and 46 mins into treatment, pt noted to be visibly shaking. Blood sugar at that time 195. Pt removed from treatment. Blood recirculated. Lab work drawn. 6:15 pm: temp 97.9 and pt complained of feeling cold. 6:25 pm: pt complained of back pain, temp 98.4. Vancomycin IV 1 gm administered. 6:55 pm temp 99.9. Blood lines and dialyzer discarded. 7:25 pm temp 100.2. 7:30 pm gentamycin 80 mg IV given. 8 pm: temp 103.8. Pt transferred to local ER for evaluation. Pt later discharged and sent home. Pt later returned to the ER. Glucose level greater than 1000.